Manufacturer narrative:
(B)(4). Evaluation summary: the device was received out of the overpouch, primed. Visual inspection of the device did not reveal any abnormalities. Functional testing was performed by spiking the device with a 1000 ml solution bag of distilled water. The device was re-primed revealing a leak from the tubing, above the male luer. Microscopic inspection was performed and revealed a half inch cut on the tubing. The cause of the condition was determined to be a machine or equipment error during the manufacturing process. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
During evaluation of a returned interlink vented secondary medication set, a leak from a cut in the tubing was identified. There was no patient involvement as this was found during evaluation. No additional information is available.